Event description:
It was reported that 2 weeks post implant, crosstalk was suspected. Possible header issue was suspected. Device was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The cause of the reported sensing anomaly was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.